Manufacturer narrative:
Investigation: two (2) samples were received for evaluation by one of our quality engineers. Both have torn packaging flow wrap. They have the plunger rod-rubber stopper, the tip cap and the saline solution. The barrel labels confirm the lot#7208540. Both have the barrel flange damaged therefore failure mode is verified. While root cause could not be determined definitively, it is possible that the plunger rod labeler experienced a variation. This would have been adjusted and verified. Additionally, a CAPA (corrective action preventive action) has been opened to further investigate this issue. A device history review was completed and there was no documentation of issues for the complaint of batch 7208540 during this production run. There were no quality notifications issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. Investigation comments: all our inspections performed while manufacturing this batch were accepted; no rejections were documented. Product within specification? Yes / no root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There was no issue documented about barrel/flange damaged. Root cause. The plunger rod labeler equipment possible experienced a variation; anyway, adjustments have been verified. CAPA (B)(4) has been opened.

Event description:
It was reported that the flange of a bd posiflush¿ normal saline syringe was broken. There was no report of exposure, injury or medical intervention.